Manufacturer narrative:
(B)(4). One used sample was received for evaluation with the original cap on the dark blue connector. Visual inspection was performed via a clemex intelligent microscope which noted excess solvent unrelated to the reported condition. Functional tests were performing, including leak, clear passage, and clamp functional testing. No leak was detected and the reported problem of connection issue was not verified. A review of all batch record documents was performed with no issues noted during the manufacturing process should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a gap was observed between the minicap transfer set and the titanium adapter after the two components were connected. No patient injury or medical intervention was reported as a result of this event. No additional information is available.